Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-01582 addresses the first resolution clip, manufacturer report # 3005099803-2015-01583 addresses the second resolution clip, and manufacturer report # 3005099803-2015-01584 addressed the third resolution clip. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was stuck on the catheter and would not deploy. It was reported that the clip did not lock, slipped off, and could not deploy. The same issue occurred with the other two resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.